Manufacturer narrative:
No product has been returned for evaluation. Patient did not want to troubleshoot with tandem's technical services specialist.

Event description:
Received information stating patient was experiencing high bg's.